Event description:
Patient reported that an uncapped lancet fell out of her strip vial. Patient did not experienced and unintentional puncture as a result. Patient noted that she did not recall ever having put a used lancet into a strip vial, and as such, believes that the lancet must have been in the vial when she purchased it. No patient injury was reported and no treatment was received. Technical support requested the return of the suspect product and replacement product was shipped.